Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. It was recommended that the customer remove their device from service and obtain a replacement device. The biomed evaluated the device and was unable to duplicate the reported issue. The biomed confirmed that they observed proper device operation through functional and performance testing and the device was able to deliver defibrillation energy. The device has been permanently removed from service and the customer has obtained a replacement device. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a patient event, an attempt to deliver defibrillation energy to the patient failed. The patient did not survive the reported event. The customer stated that there were no further details about the patient available.